Manufacturer narrative:
On 19-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and the hemostatic valve was broken. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small got damaged. Additional information received indicated it was broken but not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient, but no air entered the patient¿s body.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small got damaged. Additional information received indicated it was broken but not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient, but no air entered the patient¿s body. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was not found. For this condition, a supplier investigation was requested and the results determined that this type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation issue was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure, however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial MDR for the g1. Manufacturing site name is required. It was initially processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).